Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose event. The customer reported blood glucose value of 550 mg/dl. The customer reported hyperglycemia treated with pump and the customer was hospitalized for greater than 24 hours and during the hospitalization customer experienced symptoms like passed out and tested for presence of ketones. The event involved product(s) unomedical, mmt-1884l, mmt-332a, mmt-7040a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return was required for unomedical. Mmt-1884l will be returned for analysis. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08760 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 01/22/2025 to 02/23/2025 and 03/03/2025 to 03/30/2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the primary svn#: (B)(6) customer's event date of 27-feb-2025. On the primary svn#: (B)(6) ss event date of 27-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date primary svn#: (B)(6) ss event date of 27-mar-2025 and primary svn#: (B)(6). Customer's event date of 27-feb-2025 listed on smartsolve due to insufficient data in the trace/history files. There was no data available to verify no delivery alarm/insulin flow blocked alarm and pump error(s)/alarm(s) noted 2 days prior to the related svn#: (B)(6) event date of 25-feb-2025 in the formatted history file. In further review of the formatted history file 1 week prior to the primary svn#: (B)(6). Ss event date of 27-mar-2025 and surrounding the date of 23-feb-2025, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 23-mar-2025 and 27-mar-2025 during bolus/basal deliveries. Low battery alert was found on: 02/23/2025 07:30:00.000 03/26/2025 22:12:00.000 insert battery alarm was found on: 03/27/2025 07:56:37.000 replace battery alert was found on: 02/23/2025 17:01:00.000, 02/23/2025 17:11:00.000 03/27/2025 07:43:00.000, 03/27/2025 07:53:00.000 replace battery now alarm was found on: 02/23/2025 17:32:00.000. 02/23/2025 17:42:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 24-mar-2025 at 07:00:57.000. There was no power data available for the date of 23-feb-2025. Unable to check power data for low battery alert, replace battery alert and replace battery now alarm. Upon checking on the power data/detail trace file, low battery alert and replace battery alert on 26-mar-2025 and 27-mar-2025 were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected low battery alert and replace battery alert/replace battery now alarm noted during testing. Lostsensor1alert (780) was found on: 03/24/2025 14:06:00.000 lostsensor2alert (781) was found on: 03/24/2025 14:23:00.000 03/24/2025 14:33:00.000 sensorsignalnotfound (796) was found on: 03/24/2025 15:35:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.26 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.